Event description:
Customer reported: according to the hospital´s nurses, noticing for several times, have been noticing the fact that while medication preparation aspiration of rubber particles was occurring. In fact, when penetrating the vial stopper and its posterior withdrawal of the medication they saw some particles floating inside the barrel of the syringe or in the medication container. Location: (B)(6) hospital.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct 510(k) number (g4) provided in the initial MDR 3014312726-2024-00195. The previously reported 510(k) number (g4) was incorrect. The correct 510(k) number (g4) is not applicable for gaa class I medical device.